Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. The patient had previously an advance male sling that gave him no improvement for his incontinence. Additional information was received. No adverse patient effects.